Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 with acceptable results. The qc test was ok before the event occurred. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer ran ise checks and found inconsistent results and performed a decontamination with bleach solution followed by deionized water. After this, the ise checks had acceptable results. The customer ran qc and all results meet system specifications. Operational and mechanical checks had acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise indirect na+ for gen.2 results for 30-35 patient samples on a cobas 8000 cobas ise module analyzer. After completing daily maintenance the customer noticed serum sodium on patients were low and pulled samples that were run since the maintenance was completed and reran them on the same module. One patient example was provided. Sample (B)(4): the initial result was 130 mmol/l and the repeat result was 136 mmol/l. The results were reported outside the laboratory. The electrode lot number was l48 and the expiration date was 08-jan-2022.